Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with v-18 guidewire still inserted in the catheter. The balloon was loosely folded. There was contrast and blood in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was tip damage. The wire lumen was perforated by the guidewire. The guidewire was bunched up inside the balloon. Although it was reported that the device was not used, the presence of blood and contrast media in the guidewire lumen is indicative of handling beyond simply unpackaging and or preparation of the device, as was reported. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12587. It was reported that catheter entrapment occurred. A 200cm, 8cm v-18¿ control wire¿ and a 2.0x220x90 (4f) sterling¿ balloon catheter were used in the procedure. However, after the tip of the wire entered the balloon, the physician was unable to remove it. The guidewire and the balloon were removed at the same time. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12587. It was reported that catheter entrapment occurred. A 200cm, 8cm v-18¿ control wire¿ and a 2.0x220x90 (4f) sterling¿ balloon catheter were used in the procedure. However, after the tip of the wire entered the balloon, the physician was unable to remove it. The guidewire and the balloon were removed at the same time. The procedure was completed with another of the same device. No patient complications were reported.